Event description:
Device report received from (B)(6) indicates the following: pt was having a meal and reportedly heard a breaking sound and felt uncomfortable. Pt returned to the hospital (B)(6) 2010, plate was broken. Implant removed, reportedly the bone had healed.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.